Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the station time was incorrect. The technical support specialist dialed in and corrected time to resolve the issue. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported when using the bd pyxis medstation es system was 8-minutes off causing a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.